Manufacturer narrative:
The strips were completely used up and the vial for the strips has been discarded.

Event description:
The customer reported that a result of 4.7 inr was obtained on his coaguchek xs meter (B)(4)compared to a result of 3.0 inr on the doctor's coaguchek xs meter (serial number unknown). The results were taken a few minutes apart. Separate fingers and proper capillary tubes were used for each sample. He reported that based on the comparison discrepancy the doctor advised him to withhold his coumadin starting (B)(6) 2016 since he had a scheduled surgery on (B)(6) 2016. However, the customer took it upon himself to start withholding his coumadin (B)(6) 2016. It was reported that he had his surgery as scheduled. The name of the surgery he had was not disclosed. The customer's therapeutic range is 2-3 inr. He states he was not on heparin or any direct thrombin inhibitors. He does not have any antiphospholipid antibodies. The customer had not experienced any changes in his diet. The customer reported he was feeling okay. No adverse event was reported. The suspect device was requested to be returned;however, all of strips were depleted and the vial has been discarded. Therefore, no product will be returned.